Event description:
As reported by the (B)(6), during catheterization the patient experienced an ischemic stroke. The patient has a past medical history of 'first-degree relative' with premature coronary artery disease and hyperlipidemia and CABG and history of smoking and coronary artery disease, hypertension and previous right carotid endarterectomy (cea). The patient presented to the hospital with recurrent stenosis of the previous cea. The lesion is located in the right internal carotid artery ostium with a 25.0 mm in length and 99% stenosis. The lesion was treated during an angiography procedure with precise pro rx and an angioguard rx. Eighteen after the removal of the angioguard (2:24pm), the patient experienced left upper extremity dysarthria, hemiparesis, hemiataxia and presence of babinski on the left side on the physical exam. A thrombectomy was performed; follow by a neurological assessment that reveals the patients symptoms ended at 4:51pm. The patient was left with mild residual weakness. The onset of the symptoms was sudden and the recovery was partial without significant residual. MRI brain & CT head/ neck scan were negative for a new event with only remote changes. Diagnosis was ischemic stroke. The patient was treated with antiplatelet medicine (plavix and aspirin) and statins (zocor/zetia). Patient was discharged without a complete function of the left hand and very weak.

Manufacturer narrative:
As reported by the (B)(6), during catheterization the patient experienced an ischemic stroke. The patient has a past medical history of 'first-degree relative' with premature coronary artery disease, hyperlipidemia, CABG, history of smoking, coronary artery disease, hypertension and previous right carotid endarterectomy (cea). The patient presented to the hospital with recurrent stenosis of the previous cea. The lesion is located in the right internal carotid artery ostium with a 25.0 mm in length and 99% stenosis. The lesion was treated during an angiography procedure with precise pro rx and an angioguard rx. Shortly after removal of the angioguard the patient experienced left upper extremity dysarthria, hemiparesis, hemitaxia and presence of babinski on the left side. A thrombectomy was performed; follow by a neurological assessment that reveals that the patient was left with mild residual weakness. MRI brain and CT head/ neck scan were negative for a new event with only remote changes. Diagnosis was ischemic stroke. The patient was treated with antiplatelet medicine (plavix and aspirin) and statins (zocor/zetia). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15344678 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root of cause no corrective actions will be taken at this time.ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.